Manufacturer narrative:
Age: 18 yrs or older. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery. Vessel access was obtained in the left brachial artery. The physician inserted a 6fr x 120cm sheath and advanced a guide wire across the lesion. The physician attempted to advance the 3mm x 40mm x 145cm sterling es pta balloon dilatation catheter across the lesion, however, resistance was encountered, so the physician removed the sterling and advanced a micro-catheter across the lesion. Next, the physician advanced the sterling balloon catheter up to and across the target lesion. The sterling balloon was inflated to 8 atms for 30 seconds. Next, the physician attempted to inflate the sterling balloon to 12 atms, however, the balloon ruptured. The physician successfully completed the procedure using a different device. No pt complications were noted and the pt's status was reported as "good".